Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the device issued a "speaker malfunct." Inop together with a loss of audio. There was no allegation of an adverse event or any patient or user harm.